Event description:
It was reported that the insulin pump was dropped, and now the screen is flashing black and white. A constant alarm was also noted. Customer's blood glucose level at the time 10.8mmol/l. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a flashing white lcd due to a cracked lcd glass on the lcd board. The pump also had minor scratches on the display window, and a scratched case. Unable to perform functional testing due to the display anomaly.